Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device manufacture date. Corrected data: event: concomitant devices. Catalog. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: fns plate 1-hole ¿ sterile (part: 04.168.000s, lot: l468861, quantity:1). 5.0mm titanium locking screw self-tapping with t25 stardrive 42mm ¿ sterile (part: 412.215s, lot: l790932, quantity: 1). Neck fixation anti-rotation screw l80 tan (part: 04.168.480, lot: unknown, quantity: 1).

Manufacturer narrative:
This information is unknown. It is unknown when device migrated. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) with femoral neck system (fns) system was applied to femoral neck fractures. The implantation of the fns was performed based on the technical guide, and there were no problems during the surgery. One week after the operation, the patient fell and the implant was dislocated. However, it is unknown if there was a causal relationship between the two events. On (B)(6) 2018 (postoperative day 9), the surgeon contacted the sales representative. At that time, it was observed that the femoral head had become shorter, and the neck bolt had backed out. On (B)(6) 2018 (postoperative day 14), revision surgery was performed. Patient underwent total hip arthroplasty. Intraoperatively, the plate was difficult to remove, and a screw had to be broken to complete the procedure. Surgery was delayed by ninety minutes. Patient is currently in the hospital; status is unknown. Concomitant devices: fns plate 1-hole ¿ sterile (part: 04.168.000s, lot: l433753, quantity:1), 5.0mm titanium locking screw self-tapping with t25 stardrive 42mm ¿ sterile (part: 412.215s, lot: l790932, quantity: 1). This report is for a bolt for femoral neck system 80mm length-sterile. This is report 1 of 1 for (B)(4) and captures the migration of the fns bolt. The intraoperative events of the revision surgery are captured in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 04.168.280 (60123906); lot: l836409; manufacturing site: (B)(4); release to warehouse date: 17.apr.2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: products were sent to product development for investigation. Summary: no product malfunction could be identified. The bolt can move freely within the plate barrel (collapse as intended). The antirotation screw can be locked in the bolt threads. No unusual marks can be identified on the bolt. There are no x-rays, therefore no conclusion can drawn related to the initial positioning of the system or the overall clinical evaluation. Also the complaint cannot be confirmed as result of missing x-ray pictures. No product problem could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event: third concomitant device added. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: trauma screws l65mm (part: unknown, lot: unknown, quantity: 1).